Manufacturer narrative:
(B)(4). Physio-control evaluated the device but couldn't verify the reported issue. It was observed that a battery pin in battery well 1 was broken. Physio replaced the battery pins. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A conclusive cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device would not power on. There was no patient use associated with the reported event.